Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged smell issues, was noisy but resolved itself, particles in tubing, and all symptoms nasal/throat irritation, particles, difficulty breathing. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of sound abatement foam degradation/breakdown in the base. Secondary findings included missing ui knob, dust/dirt contamination under where ui knob would sit, large white smear, minor amount of mineral deposits, and a scuff-like mark on humidifier flip lid, minor dust/dirt contamination on the blower impeller and on the sound abatement foam, evidence of water ingress to the blower box. The device's event logs were downloaded and reviewed. The manufacturer found 2 error such as 18,098.9 blower and 18,081.3 therapy hours . The manufacturer concludes did observed dust/dirt contamination in the airpath, likely from a source external to the device but there was no evidence of degraded sound abatement foam. Section d9, g3 and h6 have been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.